Event description:
Screws explanted during a revision surgery were returned by (B)(6).

Manufacturer narrative:
Surgeon reported patient's activity level directly caused the damage to the plate. The warnings in the package insert state this type of event can occur with patient non-compliance to post-surgical instruction. Without a known lot number, review of the manufacturing records cannot be performed. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4), complaint team was not notified of additional returned explants until (B)(4) 2013.